Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent loss of capture, low impedance and intermittent pauses. The patient experienced syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.